Event description:
Information received from the field does not address the patient's clinical status but notes >1990 ohms lead impedance and loss of capture at 7.5 v, 1.5 ms in both configurations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received